Event description:
It was reported that the programmer generated an error when interrogating a device. Cycling the power cleared the error but when interrogation was resumed the error recurred. It was noted that the interrogation had progressed to 64%. The programmer was changed out and the interrogation completed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated an error when interrogating a device. Cycling the power cleared the error but when interrogation was resumed the error recurred. It was noted that the interrogation had progressed to 64%. The programmer was changed out and the interrogation completed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of an error occurring, but it did find that the programmer link electronic module (lem) board had a loose electrocardiogram connector and therefore the lem board was replaced and calibrated. The hard drive was also reconfigured and software reloaded. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.